Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device failed as it had no voltage. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of an intermittent out of range signal could not be confirmed. A root cause could not be determined.